Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot # f1416205) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided, the root cause of the reported event could not be determined.

Event description:
The following info was reported: pulsatile bleeding after deployment, manual compression was applied for 20 minutes, the pt was not hospitalized. Procedure: coronary. Stick location: right common femoral. Vessel size: greater than 7mm.